Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that when the pump went to feed, the formula went up the flush tube into the water.

Manufacturer narrative:
The customer states when the pump went to feed, the formula went up the flush tube into the water. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One sample was returned for evaluation. After functional and visual inspection, the set worked correctly, no reverse infusion was observed during the functional testing. No root cause can be provided as the fault was not reproduced. The feed and flush lines were assembled to the correct valve ports. No corrective actions will apply as the reported fault was not reproduced. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.